Event description:
Revision surgery - MDR - instability - patient presented with instability and surgeon decided to revise the components.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-00728; 509-02-032, s814 - stability, poor joint, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.